Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Bioabsorbable components of the 8fr angio-seal evolution were returned for product evaluation. The compacted collagen and anchor were received along with the suture. No actual device was returned. Visual inspection revealed that the anchor and compacted collagen was found properly held with the suture. The anchor was then examined under the microscope and it was confirmed to be deformed and broken. Additionally, it had a milky white appearance. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to the unknown lot number. UDI - unknown due to the unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to the unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. - attachment: [uf medwatch (B)(4).pdf].

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "patient had endarterectomy and stenting done (B)(6) 2020. Percutaneous access using sonosite guidance into right common femoral artery occurred at beginning of the surgery. After the conclusion of the procedure, surgeon reversed the heparin, removed all catheters and sheaths through the right groin, and placed an 8-french angio-seal closure device, and had excellent hemostasis. In the afternoon of (B)(6) 2020, patient went into cardiogenic shock and CT showed a large pelvic hematoma and what looked like a bleed from the right femoral artery access site. She was taken emergently back to operating room, for repair of the right common femoral artery. Per the op note: "we identified the bleeding. It was on the anterior aspect of the common femoral artery just below the inguinal ligament, which really would not bend to access the right common femoral artery. We did find the angio-seal device and it was in the general vicinity of the hole in the artery, but it was a little bit off the surface by several millimeters. We looked at the footplate. The footplate was bent in an unusual shape, implying that perhaps if they reviewed it, a manufacturing defect might be found." Angio-seal failure documented." Additional information was received on (B)(6) 2020. There were no difficulties during the patient's procedure. The patient was heparinized right at the beginning of the procedure on (B)(6) 2020 and then it was reversed prior to the deployment of the angio-seal device. The morning of (B)(6) 2020, the patient took 81 mg of aspirin and 75 mg of plavix at 10:30 am. The patient's condition began to decline around 3:00 pm. The patient recovered quickly after the transfusion protocol was performed by the physicians. The patient had no permanent injury.